Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: week 1, inratio: 3.9, date: week 2, inratio: 2.2. Date: week 3, inratio: 2.4.

Manufacturer narrative:
Investigation pending.